Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219488 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 219488, test base part number 195-430h/ lot: 217835. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219488 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however it could have possibly been related to the specific patient sample. Single use, device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test for one (1) patient performed on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Repeat testing was not performed. Additional testing was performed the same day at a lab via a flowflex covid-19 rapid antigen test generating a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test for one (1) patient performed on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Repeat testing was not performed. Additional testing was performed the same day at a lab via a flowflex covid-19 rapid antigen test generating a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B5: information provided on additional testing performed. D4: lot number and expiration date (extended) provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use, device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test for one (1) patient performed on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Repeat testing was not performed. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.